Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow-up. Upon device interrogation, the device exhibited myopotential oversensing due to noise. Programming changes were recommended and the patient will be monitored with routine follow-ups.